Manufacturer narrative:
The device was evaluated by a Stryker depot technician and no issue was found. The issue could not be duplicated. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for service. The cause of the issue could not be determined.

Event description:
The customer contacted Stryker to report that their device unexpectedly power off. In this state the device may not be able to deliver defibrillation therapy if needed There was no patient involvement reported with the event.